Event description:
Reporter indicated that magnetic strength of her vns therapy magnet had decreased and no longer stopped stimulation when secured over the generator site. Attempts to have the magnet returned to manufacturer for analysis have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.